Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. At the time of this report, the patient had been discharged from the hospital and was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Updated information: approximately one month after being discharged from the hospital, it was reported the patient was hospitalized for peritonitis and multiple unrelated medical conditions. At the time of this report, the patient has not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.